Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of non-sustained rv oversensing was observed on a transmission. It was noted that there was low amplitude, high frequency noise that appeared to be associated with the patient's breathing. These episodes are likely a result of myopotential oversensing. Programming changes were discussed. The patient will be monitored, as the patient was not dependent or symptomatic, and because the episodes were occurring so infrequently.